Event description:
On (B)(6) 2009, pt reported while performing the change the insulin cartridge process, the piston rod returned very slowly and was "very jerky". He stated the piston rod stopped and the infusion displayed an e10 (cartridge error). Pt reported he switched to the backup infusion device. On f/u call on (B)(6) 2009, pt reported that he noticed the jerkiness began a couple weeks prior to the piston rod becoming stuck. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested return of the suspect product for eval.